Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mitral regurgitation (mr) and for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), while attaching a three-way- stop cock at the flush-port of the dilator, a small crack was observed at the flush-port causing the dilator to leak while flushing saline. No heavy forces were applied. No damage was observed on the package. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
All available information was investigated, and the reported cracked and leaking dilator flush port was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history indicated a potential product quality issue. Based on the investigation of the returned device, the most likely root cause was determined to be mother nature/environment due to environmental stress cracking (esc) occurring on the luer. The reported leak was a cascading event of the reported cracked flush port luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.